Event description:
Initial information received from a consumer on 22-mar-2011 plus subsequent follow up: a female (age unk) consumer receiving poly-l-lactic acid (sculptra aesthetic, lot# and exp date unk) starting on (B)(6) 2009 seven all together and the last on in (B)(6) 2010. Called questioning whether poly-l-lactic acid produces collagen. She thinks it just causes inflammation and this causes fluid build up in the areas where the product was injected. She stated she was given too much in her situation and now has a different doctor that thinks poly-l-lactic acid "is a horrible product". She reported after my last one in (B)(6)2010 to try to get one side even with the other, it's been like I had a living organism in my cheek that changed every day up and down in and out. I have for fifteen month been very sick with inflammation that four doctors tried to stop with every antibiotic on the market plus steroids, I have been close to take my life because of the pain and disfiguring of my face and cheek, that doesn't stop. I was put on antidepressants and have know my adrenal glands shut down from mental and psychical stress that I been through, my life has been on hold for a year and a half. I still after 15 months wake up in the middle of the night with terrible pain in my face and looks disfigured. I still have to take ibuprofen all day and water pills. Your company claims that is mico steroids is giving it will go away or it will stop after one year, I got steroids injections and still didn't help and I am going on 14 month and it's still keeps going, not talking about my skin texture that is completely ruined from this product. No concomitant medications or medical history reported. No further information reported. Additional information was reported by the consumer and received on 23-dec-2011: additional dosing information was reported. Additional events reported. Additional corrective therapy was provided. No further information was reported. Pharmacovigilance comment: sanofi-aventis company comment dated 30-dec-2011: this case has insufficient information for a proper causal and medical assessment. Additional information is needed including medical history, concomitant medications, laboratory/diagnostic work-up and causality assessment by the treating medical professional. However, the role of the poly-l-lactic acid in the occurrence of the events cannot be excluded. Additional information will be requested.